Event description:
On (B)(6) 2009, the patient stated that she had received and occlusion error on her infusion device. The patient stated that when she removed her infusion site, she saw that the cannula was bent. The patient verified that she does rotate her infusion site. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.